Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no product was returned. Product damage (guide wire): guide wire got kinked during insertion and was aborted. The cause of product damage guide wire was most likely patient condition related since the guide wire got kinked during insertion due to the patient's anatomy. Device history lot device lot: 9262008 device history batch subcomponent lot: n/a device history review 4 units for sterilization, 3 for particulate, 2 spec, and 1 for deformation from guidewire batch #9262008 were dispositioned to mrb. All else passed incoming inspection checks.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported that implantation of an impella 5.5 was unsuccessful due to the patient's vasculature and kinking of the impella guidewire. The patient survived. This report represents the guidewire. Another report was submitted to represent the pump. Refer to section h.10 for the related report number.

Manufacturer narrative:
A.4 is unknown. The guidewire was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Manufacturer narrative:
The guidewire was returned for analysis. The cause of product damage guide wire was most likely patient condition related since the guide wire got kinked during insertion due to the patient's anatomy.